Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographic sample did not reveal any issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector leaked due to ruptured tubing. This occurred during infusion with a non -baxter infusion pump. An unknown drug was being infused. The nurse had stated that the tubes were under an unknown pressure. The one-link broke off and is lodged in the distal end of the extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.